Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that the crt-d and rv lead again exhibited noise and oversensing that resulted in pacing inhibition for greater than two seconds of asystole. A revision procedure was planned for a date in the future. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited noise on the rv and shock channels. It was noted that the rv noise was reproducible with patient isometrics, and deep breathing. The noise on the shock channel was reproducible when the patient moved their left arm across their chest. There was no inappropriate shocks due to the noise; however, there were two second pauses in pacing and episodes stored as non-sustained ventricular tachycardia (nsvt). The daily measurements were noted to be stable. Subsequently, additional nsvt episodes were recorded due to noise and oversensing that resulted in pacing inhibition for greater than 2 seconds. Programming changes were made. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.